Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation and the product code/lot number is unknown. Therefore the investigation is based on the user facility information. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. Although a definitive root cause cannot be definitely determined with the information provided, it cannot be ruled out that the device may have become snagged on a calcification, scar tissue, or tortuous anatomy, causing the clinician to pull on the device, which then resulted in the separation of the sheath. The IFU for this product advises, "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the destination device un-raveled during a case. Follow up communications with the user facility confirmed the following information: radial access was used for an emergent mesenteric case; a 6fr destination was entered through the left radial and it became stuck upon removal; tried to relieve the spasm but it would not come free and began to unravel; the patient was sent to surgery to have radial artery (and remaining sheath) removed surgically; and the patient was ulnar dominant and ended up with complete flow to the hand and removal of radial was of no consequence.

Manufacturer narrative:
(B)(6).